Event description:
In 2001, powerheart was connected to a patient at the hospital. The pt was coughing vigorously; the powerheart detected tachycardia, alarmed, charged, and started the countdown in order to shock. The nurse in turn disarmed the powerheart when the powerheart was displaying three seconds before shocking.